Manufacturer narrative:
Device had missing lcd display window cover. The p-cap was able to lock in place. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damage. Customer's blood glucose level was unknown. Customer reported that the black seal on her insulin pump was totally pulled out. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.